Event description:
It was reported that a plastibell broke when the doctor was tying the ligature and heard what was described as a "crunch" sound. The (B)(6) old baby cried and did not stop crying, so the doctor tried to figure out what was wrong. She discovered that the plastic bell broke in half on both sides of the ring. It was not a straight break; one side was taller than the other. It is unknown if the plastibell breaking cut the baby. According to the doctor, the plastibell appeared to be intact when it was placed on the baby. The possibility of the unit being damaged (perhaps stepped on by their staff) was mentioned by the doctor, which may have contributed to the breakage. The circumcision was completed without using the plastibell. The doctor stated she sutured the foreskin. The baby was sent home following the procedure. Later that day, the parents called the doctor and said the baby was bleeding, so they brought him back to the hospital. The doctor stated the penis "was more swollen when he came back", but he was able to urinate. A follow-up visit the following day determined that the baby was healing as expected and had no further consequence. The doctor has been performing circumcisions for 25 years with our product and has never had an issue. A review of the DHR record for the subject lot number did not reveal any anomalies.